Event description:
It was reported that the right ventricular lead was capped due to high thresholds and low impedance. The interrogation report indicated that the right ventricular lead impedance was >9,999 ohms. The right atrial lead was capped since the patient has chronic atrial fibrillation. The physician attempted to place a passive fixation lead in the right ventricle, however no position was acceptable so an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.